Event description:
It was reported by the customer that upon receiving, the device packaging was found to be damaged/having hole. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported.